Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, as of 01-jul-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. The biopsied lesion was located in the right upper lung (rul) and was very close to the pleura; therefore, per the physician, creating a higher risk of a pneumothorax. The distance to the pleura border during biopsy was around 8 mm. The physician did not believe the pneumothorax was due to any defective da vinci instrument or system malfunction. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.